Manufacturer narrative:
The cycler was received back for evaluation and is not confirmed. The simulated treatment was performed without any failures. The iq drive was working normally without any heating up. The voltage check passed. The system air leak test passed. The valve actuation test passed.

Event description:
Patient stated that for the past three days when she inserts the iqdrive, when prompted to after turning on the cycler, there are sparks that come out of the iqdrive port. Patient stated that she removes the iqdrive every morning after completing treatment because the iqdrive gets very hot if she leaves it in. Patient stated that the cycler is plugged into a three prong outlet directly to the wall, and the power cord is secure on both ends. The cycler was replaced.

Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.